Event description:
Procedure type: lap gastric bypass. According to the reporter: when the surgeon inserted the trocar in to the abdomen, the retracting guard broke and the white directional tip broke off. Nothing fell into the cavity, there was no add'l bleeding and neither the operating time or the incision were extended. Procedure was completed with competitor's trocar. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).